Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported events of high pacing impedance, failure to capture were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported event of a kink in the lead was not confirmed. Visual and x-ray inspections of the lead did not reveal any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that loss of capture threshold and increased pacing impedance was observed on the left ventricular (lv) lead. An x-ray was performed and kink in the lead was observed. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.